Event description:
It was reported electrodes 4-7 were damaged following revision of implantable pulse generator and extension. A lead was replaced because of high impedance.

Manufacturer narrative:
(B)(4).